Manufacturer narrative:
One 777f8 with monoject limited volume syringe and non-edwards contamination shield were returned for examination. The reported event of thermistor issue was confirmed. The catheter was connected to a vigilance ii monitor for testing and the error message "fault: check thermistor connection" was shown intermittently. The thermistor circuit was found to have intermittent condition at the thermistor bead when flexing the tip of the catheter. A cut down was performed on thermistor circuit. Continuity testing to the distal side of thermistor circuit indicated an intermittent condition at the thermistor bead. The thermistor connector was opened and found no visible abnormalities. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI# (B)(4).

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records and the UDI number could not be completed.

Event description:
It was reported that a swan earlier in the month was not working properly. The temperature of the patient was off, registering at 22c however the expected value was 36c and the co was not matching up with the fick. The number of the co was 0.8. Troubleshooting included trying to change the bag temperature. No patient complications were reported. Patient demographics were unable to be obtained.